Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2017 (reference MFR. Report: 627487-2017-01570) the extension was inadvertently cut hence the model 3186 (cervical) lead was explanted. Surgical intervention may be pending to implant a new cervical lead.